Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an fail to recognize the door closing was not reproduced. A review of the event history log revealed multiple "system error 320" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an failed lower hook switch. The lower auxiliary requires replacement to address this issue. The device malfunction this issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed to recognize closed door. This occurred during testing at the biomed service department. There was no patient involvement.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.